Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: final analysis found the stylet was obstructed in the inner coil near the s-curve of the lead with foreign material and dried body fluid.

Event description:
It was reported that the lead was unable to implant. The lead could not be repositioned.